Event description:
Trumatch block caused incorrect femoral rotation and alignment, necessitating a 6mm additional recut on femur. Tibia was undersized. This caused a 45-minute extension of surgical time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this event was not returned for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A DHR review was performed to verify all steps were completed and signed for and no discrepancies were discovered during this review and no nonconformances were associated with this lot. Review of the design file did not reveal any issues. Bone models were made, evaluated, and the complaint as stated was not replicated. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.